Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed, unspecified target lesion was moderately tortuous and calcified. An unspecified stent was implanted in the lesion and then the 4.00x15mm maverick balloon was advanced to the lesion for postdilation. The balloon was inflated to 12atms and ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was visually, tactilely and microscopically examined along the entire length. There is dried blood and contrast present which is consistent with the device having been introduced into the body. The balloon has seen positive pressure. Further microscopic inspection revealed a pinhole approximately 2.5mm from distal end of proximal markerband in the balloon body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed, unspecified target lesion was moderately tortuous and calcified. An unspecified stent was implanted in the lesion and then the 4.00x15mm maverick balloon was advanced to the lesion for postdilation. The balloon was inflated to 12atms and ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.